Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_prog, serial# unknown, product type: programmer, physician. Other relevant device(s) are: product ID: neu_unknown_prog, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving an unknown concentration of fentanyl at 14.99mcg/day, and an unknown concentration of bupivacaine at 8.994mg/day via an implantable infusion pump for non-malignant pain. It was reported that the patient was refilled 2-4 weeks ago. The patient reported that their pain level has gone way up in the past few days. The patient wasn't able to get in to see their hcp for the next week and a half. The patient reported that their pain level had gone up and down a lot. For the trial the patient was getting 60% pain relief, but now they are getting about 10% relief maybe a little bit better. The patient stated that their ptm said that they are getting 4.497mg/day and the doctors notes say that it should be 8.994mg/day. No further complications were reported.